Event description:
Patient (pt) notified clinic on friday that they had an allergy to adhesive, asc staff used a lot of medapor tape on patient to secure lead wires in addition to steris trips, and tegaderm, patient contacted provider on friday stating itchiness. Provider's office had patient come in to redress the injection sites. Patient started taking allegra and benadryl. Sunday patient contacted manufacturer representative (rep) that they were having hives and provider sent hydroxyzine to pharmacy. Provider then decided to have patient come in on sunday (B)(6) 2025 to remove everything and stop spinal cord stimulation trial procedure early. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".